Event description:
The pk papyrus covered stent system was selected for treatment of a type iii perforation in the lad. After deployment of the covered stent size 4.5/20 loss flow in the dominant left cx occurred, which required angioplasty to restore the flow. (This event is reported separately). A second perforation was noticed in the mid lad distally, which was covered with a pk papyrus stent size 2.5/20. At the edge of this pk papyrus stent there was a distal dissection which was treated with a des stent. Despite all efforts the patient continued to deteriorate. Patient had multiple comorbidities and the likelihood of meaningful survival was low to none. Patient passed away shortly after the intervention.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause was identified. The treating physician rated the outcome as both device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.